Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user removed the ilet to charge and then remained disconnected overnight because they could not complete the supply change, leading to sustained hyperglycemia with a reported peak around 320 and out-of-range glucose for about eight hours; she uses contact detach, 6 mm, 23 in, and after a morning supply change and reconnection, glucose trended down with device alerts for high glucose present and no outside assistance or medical care required. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and the event involved improper or incorrect procedure or method rather than a component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. Users should contact support for assistance when unsure how to reconnect after charging to avoid prolonged disconnection.